Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 3 fr groshong nxt clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed a reddish-brown residue within the returned catheter. A microscopic observation revealed several sequential splits in the catheter tubing approximately 42.1 cm proximal to the distal end of the catheter. The edges of these small splits were observed to be rough and somewhat uneven. Some abrasive damage was observed on the surface of the catheter just proximal to the small splits. The catheter was dissected to inspect the inner wall of catheter tubing and the damage was found to be less extensive on the interior of the catheter. The extent, shape, and pattern of the damage observed on the returned sample indicate the catheter was most-likely damaged due to contact with a metallic instrument such as forceps or hemostats.

Event description:
It was reported that the catheter leaked fluids when pre-flushing the catheter prior to catheter placement. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1757 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked fluids when pre-flushing the catheter prior to catheter placement. No other information provided.